Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes affiliate. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that patient underwent an open reduction internal fixation (orif) procedure to repair distal radius fractures on (B)(6) 2018. During the procedure, surgeon drilled the bone using a guide block and drill sleeve when the drill bit broke. The broken fragment remains embedded in patient¿s bone. Surgery was completed with no delay. Concomitant devices reported: guide block (part number unknown, lot number unknown, quantity 1), drill sleeve (part number unknown, lot number unknown, quantity 1). This report is for one (1) 1.8mm drill bit with depth mark. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Part 310.509, lot 9391715: manufacturing site: (B)(4). Release to warehouse date: march 05, 2015. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was completed: the visual inspection has shown that approximately five millimeters (5 mm) from the fluted tip section is broken off as complained. The broken tip was not returned for evaluation. The returned drill bit is in very used condition. It is visible that the complete tip is twisted in anticlockwise direction what is clear indication that the drill bit was blocked in the bone and forcible removing procedure may have caused the breakage finally as result of exceeding applied mechanical force while use. The outer diameter was measured and found within specification. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. The measurements of the hardness after the hardening procedure were also within the specification. The received condition of the drill bit is concordant with the complaint description and the complaint condition is confirmed. This lot of devices was manufactured in march 2015 according to the specification. Based on the condition of the item a product related issue can be excluded. Mechanical overload situation during use can be identified as root cause for the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.